Event description:
It was reported that patient stem loosened after 12 years.

Manufacturer narrative:
H11: corrected information in event. Results of investigation: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The device was manufactured in 2008. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: this complaint from the united states reports that a revision surgery was performed due to a stem loosening after 12 years. No clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts to obtain additional information regarding this complaint did not provide any results. At this time, with the information provided, a root cause could not be determined. Should information become available this complaint can be re-assessed. Without the return of the actual product involved, our investigation could not proceed.

Event description:
It was reported that a revision surgery was performed due to patient stem loosening after 12 years. Stem came out easily. Removed cement mantle and cemented a new stem in place.